Event description:
It was reported while using bd bactec mgit 960 instrument, a false negative result was received while running a nontuberculous mycobacteria sample. After a site visit, the field service engineer discovered that the customer was using a test considered off-label use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec mgit 960 instrument, a false negative result was received while running a nontuberculous mycobacteria sample. After a site visit, the field service engineer discovered that the customer was using a test considered off-label use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary catalog # 445870, s/n (B)(6): the customer reported the instrument was reporting false negatives. An fse went to the site to explain that this was not an instrument issue. It was explained to the customer that they were testing for ntm - nontuberculous mycobacteria and that the instrument is designed to test for mtb - mycobacterium tuberculosis. This was a case of off label use by the customer. The root cause cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with instrument performance/operation related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.